Event description:
Customer reported the system is displaying a saturation fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.